Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the safe-clip experienced safeclip not clipping/jammed. The following information was provided by the initial reporter: the patient's caregiver requests replacement of needles and tells us that the needle cutter is generating failures and at the time of inserting the needle to carry out the cutting process, it does not enter in its entirety.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safe-clip experienced safeclip not clipping/jammed. The following information was provided by the initial reporter: the patient's caregiver requests replacement of needles and tells us that the needle cutter is generating failures and at the time of inserting the needle to carry out the cutting process, it does not enter in its entirety.